Event description:
I got progressively sick about 2 years after I had textured breast implants augmenting my lax breast tissue. It has progressed to the point now, where I am most days incapable of leaving my bed. My life has been stolen from me! Over 8 years and counting, "profanity" stolen from me. I want them back. I want my life back. Do something. Now, I am just one of up to and beyond, 1 million women, with stories exactly like mine and worse. Tally up all those years stolen from us. I suspect they would reach centuries. Taken from us. I suspect if this was penile implants and men were "taken down" there would be bans, free explantation, and a class action suit that would make dow corning's bankruptcy look like pennies. This exists. Only you can help. FDA safety report ID # (B)(4).